Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through the sheath into the femoral artery and placed with "no issues." The intra-aortic balloon pump (iabp) was put on standby to allow repositioning of a swan-ganz catheter. The iabp was restarted but would not inflate the entire iab. As seen under fluoroscopy only the bottom part of the iab membrane was inflated. As a result, the iab was removed and another iab was inserted without complications.

Manufacturer narrative:
(B)(4). Follow up report will be filed if additional info becomes available.